Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by abdomen pain and cloudy effluent. On the same day, the patient was hospitalized for the event of peritonitis. On the same day, the patient began treatment with vancomycin and ceftazidine (dose and frequency not reported) intraperitoneal (ip) for peritonitis. Fifteen days later, the vancomycin and ceftazidine therapies were completed and on the same day the patient was discharged from the hospital. Dianeal therapies were ongoing. The patient recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No further information available.